Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent deployment issues occurred. The target lesion was located in a fistula of the left arm. A 8x60x75 epic¿ vascular stent was advanced and while deploying, the stent "crept" forward. A second stent was required to fully cover the area being treated. There were no patient complications and the patient stats is fine.